Manufacturer narrative:
Initial and final (B)(4) - device 6 of 8. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 02-sep-2024 that the patient observed infusion set tubing hub was leaking. The infusion set was used for 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Other events occured on (B)(6) 2024. No further information available.